Event description:
It was reported that the patient was experiencing inadequate stimulation due to spinal cord stimulation (scs) lead migration. The patient underwent an explant procedure and was doing well postoperatively. The explanted device components were not returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7159542, UDI: (B)(4). Product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 776562, UDI: (B)(4).